Event description:
The customer reported erroneous low patient results for na (sodium) and k (potassium) were generated on the unicel dxc 800 pro synchron system. The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse performed ise system decontamination, replaced carbon bridge, mc(modular chemistry) sample probe, mc syringe drive and verified the instrument performance. Beckman coulter internal identifier is case - (B)(4). Patient demographic information was not provided. Patient data was not provided.